Event description:
Related manufacturer reference number: 1627487-2019-08085, 1627487-2019-08086, 1627487-2019-08087.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The implant date is unknown at this time.

Event description:
Related manufacturer reference number: 1627487-2019-08085, 1627487-2019-08086, 1627487-2019-08087. It was reported that the patient has developed an infection. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s scs system has been explanted. The patient is currently undergoing treatment and has been admitted to a hospital for medical management. The devices were later received on 09 july 2019 for analysis along with a terminal end of a lead, 3186. The lead has been added as a fourth reportable device. Device model, serial and batch number have been provided.

Event description:
Related manufacturer reference number: 1627487-2019-08085. 1627487-2019-08086. 1627487-2019-08087. It was reported that the patient¿s infection has now cleared and the patient has been discharged from the hospital.